Event description:
Ef/emt's responded to a nursing home patient in cardiac arrest. The device was connected to the patient with disposable defibrillation/ECG electrodes but, according to the reporter, the device continuously alarmed connect electrodes and would not analyze the patient's rhythm. An als crew arrived with a manual defibrillator and resuscitated the patient and then transported the patient to the hospital. There were no reports of any adverse affects as a result of the device use.